Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: added: h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6) 2023, the patient had a right total knee arthroplasty to address primary osteoarthritis endstage. Depuy components, including depuy patella and depuy cement, were implanted during this procedure. On (B)(6) 2023, the patient was revised to address acute sepsis. The patient had a fall, the wound dehisced a little bit superficially, then developed a deep infection. The patient had an irrigation and debridement with poly exchange. On (B)(6) 2023, the patient had a revision right total knee arthroplasty, irrigation, and debridement to address persistent infection. During the procedure, the tibial insert was removed and a new depuy insert was placed. The surgeon observed that the medial third of the patellar tendon appeared somewhat avascular, not necessarily necrotic, just avascular.

Manufacturer narrative:
Product complaint # (B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep infection. Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2023. Date of event: (B)(6) 2023. (Right knee). Treatment: revision; insert was revised.